Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient visited the ER with sycope, and has fainted recently. The device threshold was noted to be 1v @ .4msec, which it "should have enough safety margin," according to the caller. The device was explanted and replaced. No further patient complications were reproted as a result of this event.